Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the contact noticed the pump case was wet with insulin. Reportedly, the contact was unsure where the location of the leak was. A new cartridge would be loaded. The customer's blood glucose (bg) level was 330 mg/dl and the bg level was addressed with a manual injection.